Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant for the left bundle branch (lbb) position. During the procedure, multiple repositioning attempts were performed. As a result, the lead conductor became fractured, and the helix was damaged due to the placement difficulties. No adverse patient effects were reported. This lead has not been returned.